Event description:
A surgeon reported that an intraocular lens had been implanted inverted (backwards), which was totally within the capsular bag, but there was space between the lens and the posterior capsule. Additional information received from the surgeon indicated the patient reported she cannot see well to do her art work. He stated that the inverted iol was recognized about five months after the implantation surgery. The event is ongoing and the surgeon is attempting to correct the refractive error with eyeglasses. The patient was treated with progressive bifocal eyeglasses, but she was unable to tolerate these and was changed to lined trifocals. In the surgeon's opinion, it is unknown whether the iol contributed or caused the event. An astigmatic keratotomy was also performed during the iol implantation surgery.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).